Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump casing was damaged on the short side near the dome label. A piece of the device, possibly the drive support cap, came loose. The patient's blood glucose at the time of incident was 28.0 mmol/l. The insulin pump was not dropped or bumped. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received with a broken off end cap. The insulin pump had cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. The insulin pump was missing the end cap sticker and address serial number label.